Manufacturer narrative:
Zoll med corp has not rec'd the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 117", "defib fault 72", "pacer disabled", and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.